Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant products: catalog #180503, comprehensive locking screw, lot #360430. Catalog #180503, comprehensive locking screw, lot #215260. Catalog #180501, comprehensive locking screw, lot #108050. Catalog #180502, comprehensive locking screw, lot #215230. Catalog #405800, comprehensive reverse steinmann pin, lot #560030.  Catalog #405800, comprehensive reverse steinmann pin, lot #560020. Catalog #115384, comprehensive reverse central screw, lot #229270. Catalog #115310, comprehensive reverse glenosphere, lot #340900.  Catalog #113629, comprehensive primary mini length shoulder stem, lot #031230 . Catalog #010000589, comprehensive reverse baseplate, lot #698530. This report is number 2 of 2 mdrs filed for the same patient (reference 0001825034-2017-00814).

Event description:
It is reported that the patient underwent shoulder arthroplasty revision due to dislocation approximately four years following initial implantation. The humeral tray and bearing were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.